Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-03825, MFR. Report # 3005099803-2010-04115 and MFR. Report # 3005099803-2010-04116). It was reported to boston scientific corporation that two hydratome sphincterotomes and a autotome sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the hydratome sphincterotome's cut wire broke, as they attempted to cannulate the patient's common bile duct; no part of the cut wire fell into the patient. A second device, hydratome sphincterotome was obtained and as they attempted to cannulate the patient's common bile duct the device would not bow. A third device, autotome sphincterotome was obtained and as they attempted to cannulate the patient's common bile duct the device would not bow. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the preliminary investigation results; melted/split extrusion.

Event description:
Note: this report is one of three complaints that pertain to the same event (MFR report # 3005099803-2010-03825, MFR. Report # 3005099803-2010-04115 and MFR. Report # 3005099803-2010-04116). It was reported to boston scientific corporation that two hydratome sphincterotomes and a autotome sphincterotome were used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the hydratome sphincterotome's cut wire broke, as they attempted to cannulate the patient's common bile duct; no part of the cut wire fell into the patient. A second device, hydratome sphincterotome was obtained and as they attempted to cannulate the patient's common bile duct the device would not bow. A third device, autotome sphincterotome was obtained and as they attempted to cannulate the patient's common bile duct the device would not bow. The procedure was completed with another autotome sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. This event has been deemed a reportable event based on the preliminary investigation results; melted/split extrusion.

Manufacturer narrative:
A visual examination revealed that the working length was bent, the exposed cut wire was discolored and appeared to have melted/split the extrusion at the distal pierce hole. The melted extrusion, created a tear measuring approximately 3 mm proximally from the distal pierce hole. This tear caused the cutting wire anchor to slide proximally from the distal pierce hole and shortened the exposed cutting wire length, which now does not meet specification. In addition, the closed extrusion at the distal tip was ripped. The rip existed from the point where the guide wire channel ends, tearing open the closed extrusion through the distal tip and splitting the tip. A functional evaluation found that the device did not meet the bowing specification as a result of the melted/split extrusion. The condition of the returned incident device was consistent with the complaint that the device cut wire would not bow, however, this was attributed to the melted/split extrusion. During manufacturing, tome devices are 100% inspected so the melted/split extrusion is likely due to procedural factors. Therefore, the most probable root cause is operational context. A search of the complaint database revealed that no similar complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.